Event description:
It was reported that during a biliary stenting treatment procedure, the stent failed to cross the lesion. The target lesion was in the common bile duct (cbd). A rx ws biliary 8 x 60 had been advanced but could not cross the target lesion. The device was removed. The physician attempted to readvance the device into the patient over a 0.025 inch jag wire, but the guide wire could not pass through the rx ws biliary 8 x 60. The procedure was completed with an unspecified type of "tube stent". There were no patient complications reported with the patient's current condition listed as "ok".